Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer reported a blood glucose (bg) level of 416 mg/dl. However, the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. Customer did not provide reason for elevated bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared.